Manufacturer narrative:
The t:slim user guide states that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 557 mg/dl. The customer changed the pump supplies multiple times and delivered numerous correction boluses in an attempt to lower the bg level. The customer was hospitalized on (B)(6) 2016 for the high bg and diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip and was discharged on (B)(6) 2016. The high bg and dka were resolved. Reportedly, the customer was using apidra insulin in the cartridge. The customer was aware that apidra was contraindicated for use in the pump.